Event description:
It was reported that the bd¿ sharps collector lid was broken. The following information was provided by the initial reporter, translated from (B)(6): "the customer's report is that the lid of sc72l (cat# 305609) was broken."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received. Additional attempt to get more information was made, however, the customer confirmed that no additional information was available. According to the DHR review process, the result showed there were no issues reported as lid broken during the manufacturing process for the part number reported under this complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like lid broken for the same part number throughout the last twelve months. According with this investigation, there is not enough information provided from customer like a picture of the damaged product to determine the root cause of this non-conformance. All the complaint information was captured also for tracking and trending purposes.

Event description:
It was reported that the bd¿ sharps collector lid was broken. The following information was provided by the initial reporter, translated from japanese: "the customer's report is that the lid of sc72l (cat#305609) was broken."